Event description:
Patient was brought in cath lab for fluoroscopy evaluation, and externalized conductors were observed. No electrical abnormalities noted. The patient will continue to be followed up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.